Manufacturer narrative:
An event of patient device incompatibility with angina, hypotension, bradycardia, and pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported patient device incompatibility with pericardial effusion could not be determined. The reported angina, hypotension, and bradycardia are likely cascading effects from the event. An unexpected medical intervention and prolonged hospitalization are results from case-specific circumstances, as a pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 20mm amplatzer amulet was implanted using an 14f amplatzer torqvue delivery system. The transseptal puncture was performed at an inferior/mid location. The patient was in normal sinus rhythm (nsr) at the time of the procedure. Heparin was administered (10,000 units), and act levels were between 270 and 340. The left atrial pressure was greater than 12 mmhg. The disc was recaptured and repositioned to optimize placement; however, there was no difficulty implanting the device, with one deployment and no partial recaptures. A single sheath exchange was performed in the upper pulmonary vein. The procedure was completed without complications. No pericardial effusion was noted prior to discharge. The patient was evaluated in clinic one week post-procedure and reported no issues. On (B)(6) 2025, the patient presented to the hospital with chest pain, and echocardiography revealed a circumferential pericardial effusion around the heart in the pericardium. The largest dimension was unknown. Pericardiocentesis was performed, and approximately 1,000 cc of blood was removed. Cardiac tamponade was concluded by the physician. At the time the effusion was detected, the patient was on dual antiplatelet therapy (dapt), and prior to the procedure, the patient was on aspirin (asa).